Manufacturer narrative:
This report is for an unknown. Mono/polyaxial screws: uss/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary the investigation could not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the event happen during a procedure and the sales rep was present at the time of the procedure. The event outcome was another uss2 poly sleeve was opened to complete the procedure. There were no patient impact or procedure was not extended greater than 30 minutes due to the failure. The surgeon was conducting a deformity case. He had the nut holder over the screw head when he was de rotating. The force going through snapped the poly sleeve. Another was opened and used without any issues. The scrub staff was asked to leave it out so it could be sent off for analysis however when I was out the theatre it was put into the sharps bin. Concomitant device reported: unknown: screw (part#: unknown, lot#: unknown, quantity#: 1); unknown: nut holder (part#: unknown, lot#: unknown, quantity#: 1). This complaint involves one (1) device. This report is for one (1) unk - mono/polyaxial screws: uss. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure was a definitive fusion for scoliosis. Concomitant devices: screw (part: unknown, lot: unknown, quantity: 1), nut holder (part: unknown, lot: unknown, quantity: 1), rod (part: unknown, lot: unknown, quantity: 1).